Manufacturer narrative:
Information was not provided. Without a lot number, the expiration date and manufacture date could not be determined. Initial reporter's occupation not provided. The device was not returned for evaluation. A picture provided of the patient's incisions/scars appeared to be consistent with the areas accessed for implantation of the inspire device and could not be primarily attributed to drape removal. The cause for this event is not clear and could not be established. The customer did not provide specific information related to the product application and removal technique. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin.

Event description:
A (B)(6)-year-old female consumer alleged skin tearing, skin redness, bleeding/oozing and scarring occurred after an ioban¿ drape was removed by hospital staff, while the consumer was unconscious, after an inspire surgery. The affected area was estimated to be 4 inches by 2-3 inches in size on the right side of the upper chest. The wound was left uncovered and bacitracin was applied to the skin area the following day. The consumer applied triple antibiotic cream to the wound 2-3 times a day for 4-5 days, and then applied bag balm. The consumer saw a dermatologist who recommended applying vaseline ointment instead. The bleeding/oozing stopped. The consumer reported her skin turned from red to pink and itched.

Manufacturer narrative:
Device catalog # corrected based on new information received. No lot number was provided. New information received indicated skin prep used was chloraprep. End of report.